Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 500 mcg/ml gablofen (baclofen) at 120 mcg/day. The reason for use was not reported. It was reported that increased dosages as well as volume discrepancies lead to an attempted cap (catheter access port) aspiration. They were unable to aspirate so they decided to send the patient to surgery for catheter exploration. The pump had an eri of 35 months so the doctor decided to replace the pump as well. The issue occurred on (B)(6) 2018. A portion of the original spinal segment of the catheter remained implanted in the intrathecal space. The rep was in possession of the product and it would be returned to the manufacturer for analysis. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the logs being read and a cap aspiration was attempted, with unknown dates. The issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Device code (B)(4) updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-dec-05. It was reported that at a refill on (B)(6) 2018 there was an expected residual of 4.6 ml and the actual residual was 9.0 ml. On (B)(6) 2018, there was an expected residual of 5.2 ml and the actual residual was 11.0 ml. On (B)(6) 2018, there was an expected residual of 6.3 ml and the actual residual was 16.0 ml. Notes indicate that the hcp was aware of the catheter being non-patent (on (B)(6) 2019¿ incorrect date). The rep reported that the pump has already been sent back to the manufacturer (they believed on (B)(6) 2018) and the rep did not have a tracking number. There were no further complications reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-03-20 17:51:53 cst pli# 20 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Analysis of the catheter found that there was a kink observed in the catheter body and there was damage to the transition tube. If information is provided in the future, a supplemental report will be issued.